Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (300mg/dl), from saturday evening into sunday morning, with signs/ symptoms of ketones. Elevated bgs were treated by administering manual injections and cartridge changes followed by correction boluses, and the issue resolved.